Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Analysis was unable to perform sensor test due to unresponsive button. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.